Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications. Drive support cap was inspected and no anomaly noted.

Event description:
It was reported that the drive support cap is loose. The blood glucose reading is 135 mg/dl. Last night the customer experienced a high blood glucose reading of 363 mg/dl. This morning the blood glucose reading was 88 mg/dl. Customer treated with glucose tablets; the blood glucose reading increased to 100 mg/dl. The blood glucose reading was tested again; 75 mg/dl. The blood glucose reading dropped 50 points in fifteen minutes. Customer felt the blood glucose climbing due to overcorrecting. The insulin pump will be replaced. Nothing further reported.